Event description:
It was reported that leakage and a partial rupture occurred during use of a PICC placed on (B)(6) 2024 and removed on (B)(6) 2024, with a dwell time of 118 days. No securacath was used. The only known impact to the patient was the need to reposition another PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.